Event description:
The account stated the cell-dyn sapphire analyzer has generated discrepant wbc results. In 2008, a child was sent to the emergency room with a fever, abdominal pain and tonsillitis. Blood work was ordered, the initial wbc result = 34,100. The doctor proceeded with the treatment and hospitalization (type of treatment not provided). The next day, the patient was redrawn and the wbc = 13,500, the cell-dyn ruby wbc result = 12,000. The initial sample was retested on the cd sapphire and the wbc = 18,100 and the cd ruby wbc result = 20,200. Units of measurement were not provided. No further patient information was provided.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.